Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and one month later post filter deployment, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed an inferior vena cava filter was in place. After two years and eleven months, an x-ray of kidney, ureter and bladder was performed for abdominal pain. The study showed that an inferior vena cava filter was present inside. After one year and ten months, the patient presented for diarrhea and the associated symptoms included abdominal pain and bloating. A computed tomography of abdomen was performed on the same day. The study showed an inferior vena cava filter was inside, with multiple legs extended extraluminally. After two weeks, a computed tomography of abdomen and pelvis was performed for chronic cholecystitis. The study showed that an inferior vena cava filter in situ with multiple legs extended extraluminally. After two years and four months, a computed tomography of abdomen and pelvis was performed for abdominal pain and back pain. The study showed an inferior vena cava filter was present. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with morbid obesity and secondary hypercoagulable state. Approximately eleven years and eleven months post filter deployment, it was alleged that the filter struts perforated into organs and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.